Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failure and not detected on bus. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all cubie pockets were not detected on the bus. A field service engineer (fse) responded to a report that all drawers in unit 10 had failed per the registered pharmacy (rx). Upon arrival, fse discovered that only drawer 1 had actually failed. The registered pharmacy technician had previously reseated the bus cable into drawer 1 matrix, which damaged the drawer controller and caused all drawers to go offline. The fse replaced drawer 1 and the matrix controller, then tested all drawers in the hardware test application. All drawers were found to be fully functional after the repair. Fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.